Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe luer-lok¿ tip leaked cytotoxic medicine past the plunger. The following information was provided by the initial reporter, translated from (B)(6) to english: "passage of ganciclovir through both leaflets, cytotoxic around the plunger. The syringe had to be changed and repaired, resulting in a delay in production."